Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, side by side. Rptr's meter read 132 mg/dl, and rptr's doctor's meter (type unknown) result was 270 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. On follow-up, the rptr stated that rptr checks the confirmation dot for enough blood. No harm was alleged.